Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarms. Customer's blood glucose value was 138 at the time of the incident. Customer stated insulin pump keeps getting insulin flow block alarms for the past 2 weeks even after changing the infusion set & reservoir. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. Customer run self test and it was failed. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. No unexpected no delivery or occlusion alarms or insulin flow blocked alarms noted during testing.